Event description:
Spontaneous. Pt inquiring how long they could be without IV remodulin before it was an issue. Relayed to pt that they are able to go about 4 hours without remodulin before it is out of their system. Pt reports that a couple times in the past {dates unknown) they had to go without medication for several hours due to an unspecified tubing issue but pt felt fine during those times, no side effects reported due to therapy interruption. No pump or cassette issues reported, only tubing issue. Defective tubing lot number unknown. Pt also reports there is a small space/gap of medication near the end of their tubing and asked if they had to address this issue. Advised pt to prime and/or replace the tubing as soon as possible to avoid any adverse effects, pt voiced understanding. Advised pharmacy will replace tubing on their next refill. No add'l info, details, or dates available. Pump return tracking info is not available as no pump issue has been reported, only a tubing issue. Photographs were not provided. This is a continuous info, set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we [MFR] replace the product? No; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes; reported to (B)(6) by pt/caregiver.